Manufacturer narrative:
The device was evaluated and the reported complaint condition was confirmed. Results from the investigation identified inadequate solvent bond between the red stripe tubing and the pump cassette applied during the manufacturing process as the root cause of this issue. The inadequacy of the solvent bond did not result in, and is not expected to result in any patient complications. As a corrective action, solvent indicator labels have been placed on the beakers used in the manufacturing process, to ensure that enough solvent is present during device assembly. Awareness training was also conducted. Quest medical will continue to monitor complaint trends for this issue.

Event description:
A report was received regarding an alleged issue encountered with the mps delivery set. The report states that the mps delivery set was used for the procedure without any problems and the procedure was completed successfully. After the procedure, blood leakage was observed in the delivery set when the hospital staff removed the delivery set from the console. There were no patient complications resulting from the alleged issue.